Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, due to the subject's preference, the pd modality changed to ambulatory peritoneal dialysis (apd). Action taken with pd therapy was unknown. On (B)(6) 2009, the subject experienced bacterial peritonitis. Constipation was the primary contributing factor to the event. On (B)(6) 2009, empiric treatment with ip cefazolin and vancomycin (dose and frequency not reported) was started. On (B)(6) 2009, treatment with cefazolin ended. On (B)(6) 2009, treatment with vancomycin ended. The subject received in 2009 from the peritonitis.